Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 57 year old male patient who was admitted in for the indication of a protected percutaneous coronary intervention (pci) for known coronary artery disease. Prior to the pump placement the patient was on an intra-aortic balloon pump. No other medical history was shared. The intervention was completed and pump was explanted and the groin site was being closed with the perclose device when the hemostasis failed. The perclose failed with severe calcium in the native vasculature. They placed an angioseal and held manual pressure but with poor flow down the limb they perform angioplasty to the iliofemoral vasculature and patient survived the vascular damage. Patient-specific factors such as severe peripheral vascular disease can lead to ischemia and vascular damage.

Manufacturer narrative:
H6 updated. Corrected data d1, d4, and g1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
The cause of the vascular / access site complication was not definitively determined since insufficient clinical details were provided. The tip of the returned sheath appeared compressed but the cause is unknown and therefore, the finding cannot be ruled as unrelated. The cause of the ischemia was unable to be determined due to insufficient clinical details.

Event description:
An impella cp (10 fr motor catheter) was inserted via the right femoral artery through a 14 fr low-profile introducer sheath in a 57-year-old male for protected pci. Prior to impella placement, the patient was supported with an intra-aortic balloon pump (iabp). No additional medical history was provided. The pci intervention was completed successfully, and the impella catheter was explanted without reported difficulty. Following removal of the 14 fr low-profile introducer sheath, the physician attempted femoral artery closure using perclose. The first perclose device was deployed, however a second perclose failed to deploy due to severe vascular calcification and was described as poorly fastened. As a result, an angio-seal vascular closure device was subsequently placed, followed by manual compression. After closure, an up-and-over angiogram demonstrated sluggish blood flow to the affected lower extremity. To restore distal perfusion, a balloon angioplasty was performed. A stent was placed in the lower femoral artery, though the stent placement was noted by the physician to be not applicable to the impella procedure itself. A vascular dissection is being conservatively reported as an access-site complication. Based on procedural findings, the access site complication is most likely related to access technique and/or patient factors, including severe vascular calcification and known peripheral artery disease (pad). These same patient and vessel characteristics were also considered the most likely contributors to the failed perclose deployment and the sluggish blood flow observed following perclose x1 and angio-seal placement, rather than to the impella catheter or system.

Manufacturer narrative:
The device was returned d9 was updated.